Manufacturer narrative:
Delay of over 60 minutes. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturing representative regarding patient with l3/4 vertebral body collapse suggested for spinal therapy. Posterior fixation was performed at l1-s2. Levels implanted was l3- 4. Event occurred intra op. It was reported that l3/4 vertebral subtotal removal was performed and the reported implants were placed. The cage was lengthened after being inserted between the vertebral bodies, but it shrank before it was fully lengthened. When the cage was checked outside the operative field, it could be lengthened to the end without any problem, but the same event was confirmed in the operative field. It was attempted to lengthen the cage by inserting an adjuster into the opening for filling bone graft, but the cage couldn't be lengthened until the end. Therefore, the cage was replaced with another one with one increased size. The torque limiting driver was not used. Delay of over 60 minutes was reported. Implant was explanted and being returned. No patient symptoms or further complications was reported. No defect was found in inserter in appearance. Lot# ca12g066 and ca12j027 of pinion driver had scratches at tip. Ca13f029-b had scratches at tip. Ca13f029-a had no problem in appearance threads of these two racks had a little damage. Adjust had no defect in appearance. The product worked smoothly and could extend t2 cage to the fullest.